Manufacturer narrative:
Device used for treatment, not for diagnosis. Additional narrative: silverstein. P. M., yirenkyi. K., haidukewych. G., koval. J. K. (2015). Analysis of failure with the use of locked plates for stabilization of proximal humerus fractures. Bulletin of the hospital for joint diseases, p.185-189. This report is for an unknown 3.5 mm proximal humerus locking plate (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article silverstein. P. M., yirenkyi. K., haidukewych. G., koval. J. K. (2015). Analysis of failure with the use of locked plates for stabilization of proximal humerus fractures. Bulletin of the hospital for joint diseases, p.185-189. The purpose of the study was to evaluate factors associated with complications in the healing of humerus fractures with locking plates. The study included 78 participants all above the age of 18 years. Each of the participants held a displaced two-part, three-part, and four-part proximal humerus fracture without associated dislocation. Using the neer classification system, there were 17 two-part, 19 three-part, and 18 four-part fractures. A retrospective review was performed on all of the participants prior to their inclusion in the study. All of the participants underwent open reduction and internal fixation procedures using a 3.5 mm proximal humerus locking plate (west chester, pennsylvania, USA). Following the procedure each participant underwent a similar post-surgical rehabilitation protocol that emphasized early range of shoulder motion. Preoperative and postoperative radiographs were taken of the proximal humerus fractures as a means to track the healing process. Out of the 78 original participants only 54 remained following the procedure and were included in the closing findings. The other 24 underwent surgery and received the synthes locking plate but were lost to follow up. Out of the 54 that remained 34 participants achieved union with no complications in the average time of 4.3 months. The remaining 20 experienced a number of complications, 16 of the 20 participants had varus malunion, another 16 loss more 5 mm in humeral height, 6 experienced avascular necrosis and 1 experienced implant penetration. Eleven (11) of 54 patients required secondary surgery: revision orif (5), implant removal (5), and hemiarthroplasty (1). Revision surgery was a result of impingement pain and functional impairment. (B)(4). A copy of the literature article is being submitted with this medwatch. This report is for an unknown 3.5 mm proximal humerus locking plate and refers to the serious injury of 16 of the 20 patients who experienced varus malunion, another 16 who loss more 5 mm in humeral height, 6 who experienced avascular necrosis and 1 who experienced implant penetration. Eleven (11) of 54 patients who required secondary surgery: revision orif (5), implant removal (5), and hemiarthroplasty (1).